Event description:
Stapler misfired and staples did not properly close. Every 3-4 staples would work, so patient received the correct procedure, but it extended his operating time. The hand grip on gun (stapler) was catching.